Manufacturer narrative:
Diagnostics testing was performed at philips bench repair and found the device did not produce sound due to a defective speaker. A replacement device was sent to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at time of event, there was no adverse event reported.